Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rt. Total shoulder arthroplasty procedure a total of four drivers stripped. The first ar-9545-t15-03, driver stripped while tightening the 6.5 central non-locking screw. After the first driver stripped, an ar-9545-t15-02 (lot: 8001545) was used to finish implanting the 6.5 central non locking screw. It was used again for the superior peripheral 4.5 locking screw and screw stopped advancing and was stuck proud. The surgeon could not advance (several attempts) or extract it. Tip of the driver broke off in the screw when approx. 1.5 mm proud. The head of the screw was burred down. Coring reamer could not seat, and the screw head was catching on it. Surgeon took the provisional glenosphere head and tried to mate it to the baseplate but concluded the glenosphere would be compromised if unable to achieve proper clearance. Surgeon was able to burr the head of the screw off for proper clearance. After tip of the second driver broke, an ar-9202-t15h was brought in. While using it to tighten the inferior peripheral 4.5 locking screw, the screw would not advance as it neared the baseplate. Surgeon extracted screw before it got stuck and went from a 36 length to a 30 length. Surgeon then noticed this driver was also stripped. After the third driver stripped an ar-9545-t15-01 was brought in to place the inferior peripheral 4.5 locking screw. This driver was also used to mate the suture cup implant to the stem implant. After all implants were seated the surgeon noted that all of the driver options used were stripped. The rep stated that they were present during the cleaning process and took pictures of the tips, and confirmed that they are all warped/stripped (see attached photo). During the same procedure the ar-9145k was discovered dull and switched out for a sharper one. The ar-9512, was also discovered stripped. After the issues with the drivers were resolved, the surgeon returned to the humerus and decided to switch from a tsa to a reverse tsa. The rep stated that they reminded the surgeon to start broaching with the reverse broaches as they have a different shape/length than the apex broaches. As the surgeon got to the 10 broach, the surgeon pulled the trigger on the broach handle which released the broach in the humerus. The surgeon could not retrieve it with the broach handle as it may have subsided slightly down the canal. Surgeon was given the broach extractor. The surgeon had difficulty mating it with the broach in the humeral canal, and could not thread it. Surgeon then tried to thread a broach on the back table so they could get an idea of the trajectory. This is when it was realized that it would not mate with any of the broaches because the threads were damaged on the extractor. Surgeon used a snap/hemostat to wiggle the broach back and forth and bring it proximal enough to get it to mate with the broach handle. Surgeon continued broaching and was able to reduce the shoulder and trial with the provisionals. Additional information received on 12/28/2018: ar-9145-30, lot 18.00832 was the screw that was burred off. The rep stated that just the 6.5 screw had the torque adapter on. After the issue with this screw, the torque adapter was not used. The baseplate impactor was used. All complaint devices will be returning.

Manufacturer narrative:
Complaint confirmed, the distal end was found to be twisted and to have a .030 piece broken from the device. As it is stated in the case that it did not fit the screw, it is unclear whether or not the torque indicating adapter was used. It is recommended to prevent over-torquing. As the device was found to meet dimensional and material specifications, the most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device.